Event description:
Procedure performed: "xi hysterectomy with a right ooph-salpingectomy" event description: the cd004 inzii bag ruptured when the surgeon put the right ovary in it. The bottom of the bag opened and spilled into the abdomen. The surgeon used a cd001 inzii bag and it broke inside the patient. The rep was not present for the case. Additional information will be provided. Product is available for return. Additional information was received via email on 22nov2022 from [name], account manager associate, applied medical "these were actually two separate cases, not 2 defective products in one case as initially said by me." The port size was not enlarged. The bag was saved to visualize where the break occurred. There were no fragments. The case was completed with "no issues". "Patient okay for both" procedures. Patient status: "patient okay for both" procedures. Intervention: the case was completed with "no issues".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with a portion of the bag. The complainant¿s experience of damaged retrieval bag was confirmed as the bag portion returned had cuts and a hole. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: "xi hysterectomy with a right ooph-salpingectomy". Event description: the cd004 inzii bag ruptured when the surgeon put the right ovary in it. The bottom of the bag opened and spilled into the abdomen. The surgeon used a cd001 inzii bag and it broke inside the patient. The rep was not present for the case. Additional information will be provided. Product is available for return. Additional information was received via email on 22nov2022 from [name], account manager associate, applied medical. "These were actually two separate cases, not 2 defective products in one case as initially said by me." The port size was not enlarged. The bag was saved to visualize where the break occurred. There were no fragments. The case was completed with "no issues". "Patient okay for both" procedures. Patient status: "patient okay for both" procedures. Intervention: the case was completed with "no issues".

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.